Event description:
Client reports that he misjudged a dropped curb and the wheelchair tipped over sideways. He banged his head on impact and was checked out by his gp who determined no serious injury. For information only - client admits user error.

Manufacturer narrative:
The pronto m41 is the same /similar to a product or products which are, or have been manufactured and/or marketed by invacare in u.s. This incident occurred in the (B)(6).